Manufacturer narrative:
One 72202469 fast-fix 360 reverse curve needle delivery system device received. The device is in poor condition and is disfigured. T1, t2 and suture were not returned. The delivery needle is bent upward and is twisted. The needle is now physically more representative of a straight needle device. Straight needle configured product is available for purchase. The disfigurement impedes the functional test as well. This device no longer cycles or actuates due to the damage. The physical condition indicates device manipulation and difficulty during attempts to reach desired anchoring location. No root cause related to the manufacture of the device was established.

Manufacturer narrative:
Additional information: due to no product return, the complaint could not be confirmed. Definitive conclusions cannot be made without a device to evaluate. Accurate investigation and evaluation are not possible. The product met specifications upon release to distribution.

Event description:
It was reported that during procedure, the t's simultaneously deployed. No significant delay or patient injury reported.